Manufacturer narrative:
(B)(4).

Event description:
Procedure type: gastrectomy. According to the reporter: orvil 25 was inserted and one of the retaining sutures was cut and the tube was removed. After inserting (B)(4) into the abdominal cavity, the surgeon attempted to connect the anvil to the stapler, but would not connect. He tried several times, but the result was same. A new stapler was opened, but the anvil could not be connected to it. Therefore, the surgeon extended the small incision by 4 or 5 cm and performed anastomosis under direct vision using pceea25. Procedure was completed without further problem. Oozing and tissue damage were observed. The tissue had to be excised additionally to remove the device. The case was extended by more than 30 mins. No reinforcement material used in conjunction with the stapling device.